Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at nominal pressure. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. The patient was in good condition post procedure.